Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that okay, up, and down buttons were intermittently unresponsive for a couple months. The buttons required multiple hard presses to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/01/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found all the keypad buttons responded properly and that there was no visible damage to the keypad cover. Upon removal of the keypad cover, contamination was found on the ¿up¿, ¿down¿ and ¿ok¿ button contacts. Unrelated to this complaint, the battery compartment was found to be cracked. In addition, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test screen, and the test screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.